Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / the device could not be located/ migration of essure device location of device: abdomen and when removed was between uterus and bladder."), hydronephrosis ("right hydrouureteronephrosis") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B40022, b82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shingles in 2013 and hydronephrosis. Previously administered products included for an unreported indication: minastrin fe. Concomitant products included ondansetron (zofran), valaciclovir hydrochloride (valtrex) and vicodin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hydronephrosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the right essure/ (laparoscopic surgery to remove coil that was lodged bet) and surgery (dismembered laparoscopic pyeloplasty). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hydronephrosis, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, hydronephrosis and urinary tract disorder to be related to essure. The reporter commented: she had surgery to remove the right essure implant on (B)(6) 2014 but the device could not be located. Bilateral essure devices the left fallopian tube occluded the right fallopian tube remains patent. Mild right hydrouureteronephrosis to the level of the mid ureter. Mal positioned right essure device. Approximate placed left essure device.a small amount of free fluid around the uterus and right adnexal area with a small irregular right adnexal cyst suggests cyst rupture. Another expiration date of essure was (B)(6) 2016. On (B)(6) 2014: pregnancy test negative. (B)(6) 2014:hysterosalpingogram: right tube was not occluded. The left tube was blocked but right side was not and another test would need to be conducted at a future date. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events dysmenorrhea, genital bleeding, bladder & urinary tract disorder , abdominal pain, right hydrouureteronephrosis were added. Lot number & lab data updated. Concomitant historical conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / the device could not be located/ migration of essure device location of device: abdomen and when removed was between uterus and bladder.'), perforation ('perforation') and hydronephrosis ('right hydroureteronephrosis') in a 33-year-old female patient who had essure (batch no. B40022,b82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shingles in 2013 and hydronephrosis. Previously administered products included for an unreported indication: minastrin fe. Concomitant products included ethinylestradiol;norethisterone acetate (minestrin), hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ondansetron (zofran), promethazine and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding general"), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the right essure/ (laparoscopic surgery to remove coil that was lodged bet and dismembered laparoscopic pyeloplasty). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, hydronephrosis, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, hydronephrosis, perforation and urinary tract disorder to be related to essure. The reporter commented: she had surgery to remove the right essure implant on (B)(6) 2014 but the device could not be located. Bilateral essure devices the left fallopian tube occluded the right fallopian tube remains patent. Mild right hydroureteronephrosis to the level of the mid ureter. Mal positioned right essure device. Approximate placed left essure device. A small amount of free fluid around the uterus and right adnexal area with a small irregular right adnexal cyst suggests cyst rupture. Another expiration date of essure was oct-2016. Coils left: 3 coils right: 1 left side. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: diagnostic results: (B)(6) 2014: pregnancy test negative. (B)(6) 2014:hysterosalpingogram: right tube was not occluded. The left tube was blocked but right side was not and another test would need to be conducted at a future date (B)(6) 2014:abdominal pain rlq : finding the right renal pelvis and proximal ureter and mildly distended to the level of mid pelvis. The distal right ureter is decompressed, there is small amount of free fluid around the right: ovary and or to the uterus. There is a small collapsed right adnexal cyst and a 1.4 cm irregular left adnexal cyst. There appear to be bilateral. Essure devices. A review of the hysterosalpingogram from (B)(6), 2014 shows a wel1- positioned left essure device. The right essure device is not within the fallopian tube and appears to be extrinsic to the uterus as well. No fluid collection is seen around the device. The area of the right fallopian tube shows no obvious tubal dilatation or 1nfla~ation . Mild right hydroureteronephrosis to the level of the mid ureter malposition right essure device appropriately placed left essure device a small amount of free fluid around the uterus and right adnexal area with a small irregular right (adnexal cyst suggests cyst rupture). Lot number:b40022, manufacture date:2013/06 , & expiration date: 2016/06 . Lot number:b82473 , manufacture date:2013/10, & expiration date: 2016/10. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: right abdominal pain, pelvic pain . Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received: no new significant information was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / the device could not be located/ migration of essure device location of device: abdomen and when removed was between uterus and bladder.'), perforation ('perforation') and hydronephrosis ('right hydrouureteronephrosis') in a 33-year-old female patient who had essure (batch no. B40022,b82473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included shingles in 2013 and hydronephrosis. Previously administered products included for an unreported indication: minastrin fe. Concomitant products included ethinylestradiol;norethisterone acetate (minestrin), hydrocodone bitartrate;paracetamol (vicodin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ondansetron (zofran), promethazine and valaciclovir hydrochloride (valtrex). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), hydronephrosis (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding (general), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the right essure/ (laparoscopic surgery to remove coil that was lodged bet and dismembered laparoscopic pyeloplasty). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, hydronephrosis, genital hemorrhage, abdominal pain, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, genital hemorrhage, hydronephrosis, perforation and urinary tract disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had surgery to remove the right essure implant on (B)(6) 2014 but the device could not be located. Bilateral essure devices the left fallopian tube occluded the right fallopian tube remains patent. Mild right hydroureteronephrosis to the level of the mid ureter. Mal positioned right essure device. Approximate placed left essure device.a small amount of free fluid around the uterus and right adnexal area with a small irregular right adnexal cyst suggests cyst rupture. Another expiration date of essure was oct-2016. Coils left: 3 coils right: 1 left side. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date. Diagnostic results: (B)(6) 2014: pregnancy test negative. (B)(6) 2014:hysterosalpingogram: right tube was not occluded. The left tube was blocked but right side was not and another test would need to be conducted at a future date. (B)(6) 2014:abdominal pain rlq : finding -the right renal pelvis and proximal ureter and mildly distended to the level of mid pelvis. The distal right ureter is decompressed, there is small amount of free fluid around the right: ovary and or to the uterus. There is a small collapsed right adnexal cyst and a 1.4 cm irregular left adnexal cyst. There appear to be bilateral. Essure devices. A review of the hysterosalpingogram from (B)(6) 2014 shows a wel1- positiond left essure device. The right essure device is not within the fallopian tube and appears to be extrinsic to the uterus as well. No fluid collection is seen around the device. The area of the right fallopian tube shows no obvious tubal dilatation or inflation . Mild right hydroureteronephrosis to the level of the mid ureter malposition right essure device appropriately placed left essure device a small amount of free fluid around the uterus and right adnexal area with a small irregular right (adnexal cyst suggests cyst rupture). Lot number:b40022. Manufacture date:2013/06. Expiration date: 2016/06. Lot number:b82473. Manufacture date:2013/10. Expiration date: 2016/10. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: right abdominal pain, pelvic pain. Lot number:b40022. Manufacturing date:2013/06. Expiration date:2016/06 /30. Lot number:b82473. Manufacture date:2013/10/14. Expiration date: 2016/10/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. On 24-jun-2020: no new information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / the device could not be located/ migration of essure device location of device: abdomen and when removed was between uterus and bladder."), hydronephrosis ("right hydrouureteronephrosis") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B40022, b82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shingles in 2013 and hydronephrosis. Previously administered products included for an unreported indication: minastrin fe. Concomitant products included ondansetron (zofran), valaciclovir hydrochloride (valtrex) and vicodin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hydronephrosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had surgery to remove the right essure/ (laparoscopic surgery to remove coil that was lodged bet) and surgery (dismembered laparoscopic pyeloplasty). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hydronephrosis, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, hydronephrosis and urinary tract disorder to be related to essure. The reporter commented: she had surgery to remove the right essure implant on (B)(6) 2014 but the device could not be located. Bilateral essure devices the left fallopian tube occluded the right fallopian tube remains patent. Mild right hydrouureteronephrosis to the level of the mid ureter. Mal positioned right essure device. Approximate placed left essure device. A small amount of free fluid around the uterus and right adnexal area with a small irregular right adnexal cyst suggests cyst rupture. Another expiration date of essure was (B)(6) 2016. (B)(6) 2014: pregnancy test negative. (B)(6) 2014:hysterosalpingogram: right tube was not occluded. The left tube was blocked but right side was not and another test would need to be conducted at a future date lot number:b40022 manufacture date: 2013/06, expiration date: 2016/06. Lot number:b82473 manufacture date:2013/10, expiration date: 2016/10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / the device could not be located") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the right essure). At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain and device dislocation to be related to essure. The reporter commented: she had surgery to remove the right essure implant on (B)(6) 2014 but the device could not be located. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.